Event description:
A user facility reported a pt who experienced a sore throat following the use of an laryngeal mask airway that was inappropriately cleaned with a phenol agent (vesphene). The pt was treated with antibiotics and steroids. The user facility was referred to the instruction manual for products to avoid. The laryngeal mask airway instruction manual warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in patients in whom an improperly cleaned or sterilized mask has been used.